Event description:
The manufacturer received information alleging a ventilator operated intermittently while using battery power. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management pca was replaced to address the issue.